Event description:
It was reported to covidien on 02/04/2009 that a customer had an issue with a dialysis catheter. The customer states that the catheter had fallen out of the patient and required another insertion.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.